Manufacturer narrative:
(B)(4) date sent: 1/5/2017. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device used for stapling and transection despite the additional turns? Was the device difficult to fire? Were there any malformed staples noted? What is the current patient status?

Event description:
It was reported by the affiliate that during a rectal cancer procedure, the surgeon used an endocutter and blue reload to cut down the tumor and used the device to anastomose the tissue end to end. When the orange indicator was at the bottom of the green safe area, the surgeon could still rotate for another one to two circles. Bleeding was found in the afternoon and the surgeon has endoscopic examination of hemostasis right away and made blood transfusion, there is not too much harm since it was handled in a timely manner. The device was discarded.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the device used for stapling and transection despite the additional turns? Unknown. Was the device difficult to fire? No. Were there any malformed staples noted? Not reported, the surgeon suspected the staples didn¿t fasten the tissue enough. What is the current patient status? Discharged.